Manufacturer narrative:
H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. Engineering evaluation summary: the subject device was not returned for evaluation as it remains implanted. Per doc-0249230, regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, suture looping/leaflet entrapment by native tissue, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a patient with a 25mm 11400m mitris valve in mitral position is under evaluation for a possible valve in valve procedure after an implant duration of 2 years, 8 months and 27 days due to mitral regurgitation. Tmvr has not been scheduled.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported and later learned that a patient with a 25mm 11400m mitris valve in the mitral position underwent a valve in valve procedure after an implant duration of 2 years, 10 months due to mitral regurgitation. Tmvr was completed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b2 - b5, g3, g6, h2, h6 (impact code, and type of investigation).